Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit is about 15-20 ml short". The unit was triaged and the reported issue could not be confirmed at this time. The device was set to run at 150ml/hr for 15 minutes. Then a volumetric accuracy test was run for 30 minutes at 150ml/hr. The device would optimally deliver 75ml of fluid at these settings. The device has a tolerance of ±10% meaning the device can deliver between 67.5 -82.5ml of fluid and be considered accurate. This device delivered 76.8 ml of fluid which is within the specified value of 67.5 ml - 82.5 ml. This device has passed both rotor timing and volumetric accuracy testing. Unit was setup for test run at 400ml/hr for more than 4 hours and it did not display any error. Internal inspection and investigation did not reveal any damage to the components. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump's unit is about 15-20 ml short. No further information is available.